Manufacturer narrative:
Pt info was unavailable from the site. No parts have been received by the MFR for analysis.

Event description:
A medtronic rep reported that, during a spinal fusion procedure, the surgeon stated that the clamp instrument was not holding properly to the bone and noted there was a missing tooth. The surgeon used a standard thoracic/lumbar clamp mounted with a small reference frame to continue. Screw placement was confirmed to be good. The surgeon completed the procedure with the use of the navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. One of the clawed teeth of the clamp was broken off. The remaining paired tooth was also nicked and scratched. Otherwise, the clamp was in good working condition. The reported event was confirmed.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.